Event description:
It was reported that during a da vinci-assisted surgical procedure, a ¿replace sheath¿ message appeared and the energyshield monitor (esm) led turned amber when monopolar energy was activated. Prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the customer had replaced both the instrument and the sheath; however, the issue persisted. The customer was advised to replace both the cautery cable and the ground pad simultaneously. The customer replaced only the cautery cable, and the issue initially appeared to be resolved but subsequently recurred. Replacement of the ground pad was then recommended; however, the surgeon elected to convert the procedure to traditional laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details were provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue and no trouble was found. The system was tested and verified as ready for use.